Manufacturer narrative:
The patient¿s age and weight were not provided. The event date was estimated. Approximate age of device ¿ 7 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that approximately in (B)(6) 2018, the patient experienced a driveline infection which was treated with antibiotics and unspecified surgical intervention. Wound dressing exchanges every second day were required. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between the device and the reported driveline infection could not conclusively be established through this evaluation. Infection is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.